Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The equipment was visually evaluated, and it was verified that presented good general condition, with normal aspects of use. Next, data related to the history of use of the equipment. It was verified that on (B)(6) 2023, there was no therapy programmed into the equipment. Through a history search, possible to identify that the last 24-hour therapy schedule occurred on (B)(6) 2023. However, after this date, the equipment was used several times, so that day 24 therapy was not considered relevant to the investigation of the occurrence in question. Subsequently, the history was evaluated against the last programming schedule volume made in the equipment. This programming took place on the date of (B)(6) 2023 and started at 19 hours, 6 minutes and 6 seconds. The volume programmed was 100.9ml, maintaining the flow schedule used in previous therapy of 6ml/h. The amount previously infused was not zero, which is 328.16ml. The expected infusion time was approximately 17 hours, however, the user changed the flow rate of the medicine more than once and also used the "bolus" function. Due user actions, the infusion was completed at 12 hours, 7 minutes and 59 seconds of (B)(6) 2023. The amount volume at this time was 425.8ml. It was verified that the real volume infused was 97.2ml, compatible with the actions performed by the user. Finally, the device was subjected to a flow test, having been infusion programmed at a flow rate of 6ml/h for a volume of 100.9ml. O infusion time was 16 hours and 49 minutes. Measuring the entire infusion was carried out using a calibrated graduated cylinder. After completing the flow test, it was found that there was no any deviation in flow rate and infused volume was identified, nor any alarms were evidenced throughout the analysis period, with the equipment operated correctly, as expected. Due to the data exposed above, especially the data referring to the test of flow made, the complaint was classified as "not confirmed".

Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion" according to the customer: "on (B)(6) 2023 at 4:00 pm, a correction of s.f0.9% was installed 100ml + 2 ampoules of 10% magnesium sulphate for running on bic no 24 hour period. However, when receiving the shift on (B)(6) 2023 at 7:00 am, the correction had already ended in the night period, where it would end (B)(6) 2023 at 4:00 pm."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.